Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found to be build up throughout the inside of the handpiece and the bearings were worn.

Event description:
It was reported during use that the micro oscillating saw continued to run when the trigger was no longer activated. There was no patient or user adverse consequence associated with this event.